Event description:
It was reported that a patient underwent a right sided indirect hernia repair on (B)(6) 2012 and mesh was used. The patient developed a wound infection three days following the surgery. The patient was treated with an unspecified medication.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.